Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for SN (b)(6) was performed from the date of manufacture, 24-MAY-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 2.1 cubie tray row E failed and Light Emitting Diode (LED) showed red. A Field Service Engineer (FSE) replaced with a new cubie tray and tested for normal operations to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES half height cubie drawer 2.1 pockets E1 and E4 required maintenance. The customer informed that both of the cubie pockets were not opening fully and there was an error showed as "device does not detect on bus. The customer stated that there was a delay in patient care.There were no adverse events or injuries reported based on this event.